Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) number : (B)(4).

Event description:
The surgeon is prepping for their upcoming case but was having issues with computing the 3d segmentation for one of their scans they uploaded. The surgeon stated that they uploaded three scans (cta, mr, and CT stealth) to the plan on their planning station, and the merge was fine. When trying to compute the 3d segmentation using the CT stealth images, the surgeon would get a message that the 3d model was computing, but this message would stay on the screen and nothing changed for several minutes. The surgeon stated they waited ten minutes for the computation to finish, but the message stayed on the screen and nothing changed. The surgeon restarted the laptop, and tried to compute the 3d segmentation again, but got the same result. The surgeon tried adjusting the contrast of the scan using the (B)(4) software, but this gave the same result.

Manufacturer narrative:
It was reported that the software froze during 3d computation. A DHR review and a complaint history review were performed and did not identify any contributory factors to the event. A full analysis of data logs indicates that first 2 memory issues occurred. The cause of the issue is a use error. Indeed the number of slices used did not follow the IFU recommendations. Then a software froze occurred. Investigation determined that the amount of information to compute with the 3d mesh represent a number of triangles extremely high and rosanna brain software will need an enormous amount of memory to compute it, more than the computer would handle. UDI: (B)(4).

Event description:
The surgeon is prepping for their upcoming case but was having issues with computing the 3d segmentation for one of their scans they uploaded. The surgeon stated that they uploaded three scans (cta, mr, and CT stealth) to the plan on their planning station, and the merge was fine. When trying to compute the 3d segmentation using the CT stealth images, the surgeon would get a message that the 3d model was computing, but this message would stay on the screen and nothing changed for several minutes. The surgeon stated they waited ten minutes for the computation to finish, but the message stayed on the screen and nothing changed. The surgeon restarted the laptop, and tried to compute the 3d segmentation again, but got the same result. The surgeon tried adjusting the contrast of the scan using the rosa software, but this gave the same result.